Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dislocated essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, device migration, leiomyoma nos, adenomyosis and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (da vinci robot-assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per pif). Date(s) of removal: (B)(6) 2020 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: leiomyoma. Adenomyosis. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device dislocation and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dislocated essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, device migration, leiomyoma nos, adenomyosis and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (da vinci robot-assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2020: leiomyoma. Adenomyosis. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device dislocation and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.